Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#2134265-2013-09788. It was reported that the patient died. The patient presented with severe mitral regurgitation and severe aortic stenosis. The target lesion was located in a saphenous vein graft. The 3.00x24mm promus premier was introduced and deployed at 12 atm for 15 seconds. The stent was post-dilated at 18 atm for 15 seconds using a 3.0x20m quantum balloon. The patient experienced slow flow and was given medication to speed up the flow. The patient went into cardiac arrest and eventually died. The physician did not believe the death was the fault of the stent but was because the patient was 'very sick'.